Event description:
Customer reported a loss of confidence in her insulin pump due to frequent and repeated cartridge alarms. She experienced an active cartridge alarm while with the healthcare provider. There was no adverse impact on blood glucose level reported. The healthcare provider advised customer to stop using her pump. Attempts had been made to contact mary regarding these issues, although there was difficulty reaching her previously.